Event description:
A stryker micro reciprocating saw was called in for repair due to overheating during regular quality check. No adverse event was associated with the device.

Manufacturer narrative:
During quality investigation testing, the customer's complaint was confirmed; the device overheated. Further investigation identified corrosion damage with the device. The linear bearing was identified as the primary cause of the failure. The faulty parts were replaced and the device was repaired and returned to the customer.